Event description:
It was reported that the patient was scheduled for a pulse field atrial fibrillation (af) ablation procedure. It was noted that during lead impedance testing when connecting to an electrocardiogram (egm), the implantable cardioverter defibrillator (ICD) would disconnect. The issue occurred with different programmers. Information received notes a non-abbott dongle was used with at least a programmer. There were no reported patient consequences.

Manufacturer narrative:
The reported events of disconnection during interrogation and error messages were confirmed. Based on the information provided, it was determined that there was telemetry interruptions during the first session. The cause of the telemetry interruption was unable to be determined, likely due to ablation. The second interrogation session was unable to be completed due to invalid data. In the third session, the erroneous parameter message appeared due to a corrupted programmed parameter value that did not pass the integrity check. The root cause of the invalid data was unable to be determined. No other anomalies were found.